Manufacturer narrative:
(B)(4). Device remains implanted.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -3.50 diopter, into the patient's right eye (od) on (B)(6) 2016. After implantation, the patient experienced refractive surprise. As of the date of MDR submission, the lens remains implanted in the patient.

Manufacturer narrative:
Additional information: device evaluation - the lens was returned in liquid in a lens case/vial. Visual inspection found no visible damage to lens. Dimensional and functional inspections found the lens to be within specifications. The date for the initial MDR is (B)(6) 2016. (B)(4). Corrected data: the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -3.50/+3.0/16 diopter, into the patient's right eye (od) on (B)(6) 2016. After implantation, the patient experienced refractive surprise. The lens was explanted on (B)(6) 2017 and exchanged for a shorter lens with a different diopter. The problem was resolved." (B)(4).

Manufacturer narrative:
Device manufacture date: previous date incorrect. (B)(4).

Event description:
The lens was explanted on (B)(6) 2017. The lens was exchanged for a shorter lens and the problem was resolved.